Event description:
It was reported that the pump was intermittently warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during some of the events. There was no adverse impact to customer's blood glucose. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.